Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Complainant provided two products implanted into the patient and two event dates but does not specify which products were implanted on the specific dates. The two implant dates reported were (B)(6) 2009 and (B)(6) 2010. The two products implanted into the patient were the lynx suprapubic mid-urethral sling system and the solyx single incision sling system.